Event description:
Caller alleged discrepant results compared with the lab. Results as follows:" date 2009, inratio 2.0, lab 1.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter 2, lab 1.5, mean 1.75, confidence limits 1.2-2.3. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated with this complaint are not expected to be returned. No corrective action required at this time as no product deficiency was established.